Event description:
Event description boston scientific received information that this implantable transvenous defibrillation lead dislodged. The r-waves were 25.4mv, the pacing impedence 530 and the pacing threshold 0.6v @ 0.4ms.